Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla cream and then injected to the lips with 1ml juvéderm® volbella¿ with lidocaine. After injection patient used ¿ijs¿. Four months later patient developed ¿late reaction of swelling perioral.¿ patient was prescribed prednisone, ciprofloxacin, and tavegil and was injected with hyalase. Symptoms resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection, patient was pretreated with emla cream and then injected to the lips with 1ml juvéderm® volbella" with lidocaine. After injection, patient used ijs. Four months later, patient developed late reaction of swelling perioral. Patient was prescribed prednisone, ciprofloxacin, and tavegil and was injected with hyalase. Symptoms resolved.

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla cream and then injected to the lips with 1ml juvéderm® volbella¿ with lidocaine. After injection patient used ¿ijs¿. Four months later patient developed ¿late reaction of swelling perioral.¿ patient was prescribed prednisone, ciprofloxacin, and tavegil and was injected with hyalase. Symptoms resolved.